Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the buttons was difficult to press. The customer¿s blood glucose was unknown at the time of incident. The customer also state that time advances. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.